Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a capture anomaly in the bipolar configuration. The lead was capped and replaced during a pulse generator replacement procedure. No patient symptoms were reported.